Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm and event was resolved by reservoir set change. The customer¿s blood glucose was unknown. Customer stated that they got insulin flow blocked alarm and they changed reservoir but not infusion set. Customer was reporting a past event. Customer stated that the alarm did not occur during fill tubing. The device will not be returned for analysis.